Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared and insulin delivery was resumed successfully. Customer¿s blood glucose level was 172 mg/dl.